Event description:
It was reported that the device battery did not last as long as expected. The device was explanted and replaced. No patient complica tions have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2005, 4549 competitor implantable pacing lead (B)(6) 2005. (B)(4).